Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic donor nephrectomy in the renal artery while stapling vessels to remove kidney for trans plantation, the device did not fire. The surgeon was not able to squeeze the handle. The jaws of the device also locked on tissue. Clips were placed either side of stapler jaws while it was manually removed from renal artery by the surgeon. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the instrument body displayed no abnormalities. The visual inspection of the cartridge noted the sulu was fully applied. Fully formed and back extruded staples remained on the pushers. Pushers were observed to be damaged. Functionally, the cam bars were reset; the sulu was reloaded in to the instrument, and cycled producing acceptable results. The pushers advanced. In addition, the single use loading unit (sulu) loaded and unloaded repeatedly without difficulty. The jaws opened. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the back extruded staples may occur when a thick tissue or obstacle has been incorporated in the jaws during application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.